Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states having a full circle on the display of her insulin pump. The customer's blood glucose at the time was unknown. The customer states the device was dropped several times. Troubleshooting was conducted and the customer was advised to call back if the issues return. The customer also mentioned that their blood glucose level was 427mg/dl. The customer attributes the high level due to the customer having removed the device. The customer treated the high blood glucose with syringe. Nothing is being returned or replaced at this time.